Event description:
It was reported that the patient presented to their normal clinic visit on (B)(6) 2022 with complaints of dizziness and intermittent low flow alarms since (B)(6) 2022. While at their office visit on (B)(6) 2022, they experienced persistent low flow alarms. Initially the mean arterial pressure (map) was 88/0 and heart rate (hr) was 94. The patient was admitted. An echocardiogram (echo) was performed that showed adequate left ventricular filling and right ventricular dysfunction. Their return to flow (rtf) was 140 and pulse was up to 12 and 13 with low flows between 2 and 2.5. They were given 10 mg IV of hydralazine which brought the rtf down. After their map came down, their pulsatility index (pi) came down to less than 10 and flows came up to 3. The patient was prescribed 50mg oral hydralazine and dobutamine drip and discharged. A log file analysis was performed and it captured some low flow events on (B)(6) 2022 and (B)(6) 2022. The calculated flow appears to have fluctuated below the alarm threshold of 2.5 liters per minute. Some of the low flow events captured in the event log were not sustained for long enough (at least 10 seconds) to activate the audible alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. Although a specific cause could not conclusively be determined through this evaluation, the account attributed the low flow events to hypertension. Review of the submitted log files captured intermittent events on (B)(6) 2022 and (B)(6) 2022 where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 105 low flow faults and 51 low flow alarms. The low flow events were associated with elevations in pi reading ranging from 10.1-13.3. There were no other abnormal captured events. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as intended. Multiple attempts to gather additional information were attempted; however, none was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 02nov2021. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. C, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.